Event description:
While implanting the trinity polyaxial pedicle screw, the pedicle fractured. Surgeon decided to use another pedicle screw system, and another system was brought in. Patient was treated as planned and no further complications occured. Pedicle fracture occured because the screw was not straightened properly on the screwdriver. It was determined that the screw was not properly strightened because the appropriate instrument, with which the screw could be straightened, was not used. The company verified that the instrument was available to the surgeon at time of operation, however, he did not use it. It was not used because the surgeon was not as familiar with the instruments as he should have been prior to operating.